Manufacturer narrative:
A ge rep evaluated the system and performed a filament calibration. The system operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
It was reported that there was a high ma error. This error occurred during a procedure with pt involvement. There is no report of pt injury or death.